Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) maintenance required code #5. Screen goes in & out. No patient was involved.

Manufacturer narrative:
Corrected field: h6 (medical device ¿ problem code). Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions). Despite 3 requests, customer has not provided hcpo. Closing case. No other information available. In future if we receive any repair information will reopen and update the investigation.